Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors that may contribute to resistance tracking a balloon dilatation catheter over a guide wire may include, but are not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, kinks on the guide wire or kinks in the balloon catheter shaft. There was no resistance noted during the initial advancement, and the resistance was noted after successful dilatation. It may be possible that the grand slam guide wire became kinked or damage during use, contributing to the resistance. Factors which may contribute to resistance while advancing in an introducer sheath include, but are not limited to, kinks or bends in the to the dilatation catheter, kinks or bends in the sheath, patient anatomical conditions or procedural technique. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. Without having the armada 35 to examine, a conclusive cause for the reported resistance could not be determined. However, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the procedure in the moderately calcified left superficial femoral artery, the armada 35 ll dilatation catheter was advanced to the target site without resistance. After successful dilatation, an attempt was made to withdraw the dilatation catheter but resistance was felt, possibly with the 300 grand slam guide wire. The device was ultimately withdrawn successfully and no intervention was necessary. There was no significant clinical delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the armada dilatation catheter was difficult to insert and remove from the 6fr sheath.